Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.